Event description:
Reportedly, the patient experienced a transient ischemic attack (tia) on (B)(6) 2011, twenty days post index procedure. The patient was admitted with an altered mental state, slurred speech, febrile illness of uncertain etiology (101.8-auxilliary), nausea, vomiting, sepsis thought possibly due to peritonitis from peritoneal dialysis. The neuro consult also noted right hemiparesis. The computed tomography scan showed no acute infarction. The neurologist stated the tia resolved on (B)(6) 2011. The patient was continued on asa and plavix which they were taking prior to admission. However, there was no other treatment administered. The tia resolved on (B)(6) 2011. The fever was treated with empiric antibiotics (vancomycin and ceftriaxone) for three days which resolved on (B)(6) 2011. All cultures (blood and peritoneal fluid) were negative. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of fever and neurological event are known potential adverse events as listed in the rx acculink instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, could not be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.